Event description:
Pt has a medtronic consulta d224trk ctr-d. Pt's rrt was 2.63v, via home monitoring pt was at 2.63v on (B)(6) 2013. Generator change was scheduled for 5 weeks out. On (B)(6) 2013 (date of implant), pt's current voltage was at 2.62v and the device had not ripped the eri/rrt flag giving date/time of reaching eri/rrt for generator change. It is customary for these devices once they reach the eri/rrt value to monitor it at that value for 4 days consecutively and then trip the eri/rrt flag which this device did not. This causes an issue with the warranty for the device due to generator change scheduled 3 years, 11 months post initial implant - warranty covers it for first four years. Dates of use: (B)(6) 2009 - (B)(6) 2013. Diagnosis or reason for use: pace heart/deliver therapy if needed.